Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing bilaterally ruptured breast implants. Magnetic resonance imaging and a consultation with a medical professional were conducted. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On december 04, 2024, mentor was notified that the complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additionally, an updated date of birth was provided in received paperwork. Date of birth: (B)(6) 1984. On december 30, 2024, mentor became aware that the patient underwent bilateral replacement with 415cc mentor memorygel xtra breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).